Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. Corrected fields: e1 (please disregard previous entries), h6 (problem code correction). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the air/water channel. It was also noted the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: evis lucera gif/cf/pcf type 260 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Evis lucera gif/cf/pcf type 260 series reprocessing manual includes the preventive measures in chapter 3 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
While evaluating a returned olympus evis lucera videoscope, it was discovered that the auxiliary water channel was clogged by foreign material. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.